Manufacturer narrative:
Liko m220 and m230 mobile lifts are easy-to-use mobile lifts primarily intended for use in nursing homes. Both models are excellent aids for daily transfers of adults and children; for instance, for transfers to and from a wheelchair, toilet and floor. The models differ in the way the base width is adjusted while both lifts feature an electric lift mechanism. Liko m230 mobile lift has an electric base and liko m220 mobile lift a manual base for opening and closing the legs. The lift was inspected by a baxter technician where it was determined the issue could likely have been due to wear in the pivot between the leg and the middle beam. This may be due to use with an un-even load/abnormal load. Replacement parts were ordered to resolve the issue. The periodic inspection for mobile lifts (3en371001, rev 5) states: 3 castors - wheels: roll the lift along the floor surface and check to ensure that the distance between the wheels and the floor does not exceed 6mm / 0.24 inch. 15 load testing: run the base in and out with maximum load. Make sure all four wheels have contact with the floor. Although the reported event did not result in a serious injury, the report of an uneven castor and a crooked base could contribute to a serious injury or death during use, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer alleged the lift¿s base was crooked with one caster in the air. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).